Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was recorded as high; cause was not known. Customer delivered a bolus via the pump to address elevated bg. Pump system check was performed and no issues were identified with the infusion set tubing, cannula or site. Pump was found to be functioning as expected; no issues were identified. Customer was advised to consult with their healthcare provider regarding the elevated bg.